Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of femoral loosening of the cemented logic femoral implant, which damaged the bond of the implant to the bone.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to loosening. The surgeon examined the femoral component, determined it was loose and removed it easily. The surgeon then proceeded to remove the tibial component as well as patella. Replaced components with stryker knee. The patient left the operating room in stable condition.